Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv lead dislodged and had no capture at maximum outputs. The same lead was repositioned with no issues. No patient complications have been reported as a result of this event.